Event description:
It was reported that: during a case, while ventilating the patient in manual ventilation, the pressure was not getting released from the circuit. The apl valve was set for minimum. The dr found the only way to relieve the pressure was to toggle the apl valve between manual and spontaneous. The dr believes the pt incurred a bronchospasm as a result. The pt was then switched to mechanical ventilation for the case, with no occurrences noted. The case was completed using the machine. The pt appeared fine at the completion of the case.